Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 48389isp mfg date: 09/10/2008, exp date: 09/30/2013. Batch 48463isp mfg date: 09/16/2008, exp date: 10/31/2013. Batch 48524isp mfg date: 09/25/2008, exp date: 10/31/2013. Batch 47998isp mfg date: 06/05/2008, exp date: 06/30/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pancreatoduodenectomy in 2009. On the fifth post-operative day, the patient's drainage rapidly increased and a hole was found in the intestinal track and stomach in the "facies anterior pancreaticojejunostomy". The drain was removed through a separate puncture wound. The patient underwent natural healing and there was no additional medical/surgical intervention. The surgeon opined the drain was hard, so it easily nicked the tissue near the anastomosis site.